Event description:
A nurse reports an enlargement of the incision was required to accommodate removal of the intraocular lens (iol) when a haptic would not situate properly following iol insertion. Add'l info was provided reporting the pt also had a vitrectomy. The pt outcome was reported as "excellent".

Manufacturer narrative:
The product was returned for analysis. One haptic was bent in the gusset and distal regions. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. There have been no other complaints reported in this lot number. Add'l info was requested 6/16/2008, 7/3/2008 and 7/17/2008 by mail, fax and phone. A completed questionnaire was received. This report was mailed to FDA on: 8/21/2008.